Manufacturer narrative:
Investigation summary: the device was visually inspected and it was found in good condition, then, during the second visual inspection, reddish material was found inside the pebax with no external damage. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the internal failure of the sensor cannot be determined. However, an internal corrective action has been opened to investigate this issue. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. After an hour since the catheter was inserted into the patient¿s body, an error 106 occurred. It was described that blood was infiltrating the spring part of the catheter. The catheter was exchanged and the issues were resolved. No patient consequences were reported. Additional information was received on (B)(6) 2018. There was no physical damage observed on the pebax. The error 106 issue was assessed as not reportable as the warning functioned as intended. The blood infiltrating the spring part of the catheter was assessed as foreign material inside the pebax with no external damage. Therefore, assessed as not reportable since there is no evidence of damage to the pebax integrity. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was remote. The biosense webster product analysis lab received the device on (B)(6) 2018 and noted on (B)(6) 2018 that the device was returned in the condition reported as there was reddish material found inside clear pebax. However, no visual damage was observed. This returned condition remains not reportable. Additional assessment was performed on (B)(6) 2018 stating that the scanning electron microscope (sem) results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. The hole on the surface of the pebax has been assessed as a reportable issue. The awareness date is (B)(6) 2018.